Event description:
It was reported that the patient¿s blood glucose levels increased to above 13.9 mmol/l (250 mg/dl) after approximately 49-71 hours of pod wear on the leg. It was further reported that the adhesive did not adhere well to the skin and that the cannula was not properly inserted at the infusion site, resulting in insulin leakage. The patient applied a new pod and the patient successfully resumed therapy. No medical intervention was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.